Event description:
It was reported that fluid leak from the side of catheter. Patient status/ intervention: stable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received with an inlaid stylet. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the 35cm depth marking. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the split. Microscopic inspection of the leak site revealed a small diagonally aligned split. The split exhibited granular fracture surfaces. Following longitudinal bisection of the catheter in the vicinity of the split, microscopic inspection of the inside surface revealed that the split occurred within a diagonally aligned impression. Multiple additional impressions were observed in the vicinity of the split. The split features, tensile weakness and impressions in the inside surface of the catheter were consistent with damage caused by contact between the catheter shaft and the inlaid stylet. Such damage can occur if the sample is not flushed prior to stylet manipulation and if the catheter shaft is constrained/compressed with the stylet in place.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx4326 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that fluid leak from the side of catheter. Patient status/ intervention: stable. No other information was provided.